Event description:
The pt's family member reported that pt was experiencing symptoms of low blood glucose. Family member used the suspect device to check pt glucose level and obtained a result of 110 mg/dl. Family member called the ambulance and the paramedics arrived five minutes later and checked pt's blood glucose at 36 mg/dl. The paramedics treated pt with a dextrose IV and transported pt to the hospital. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for eval.